Manufacturer narrative:
The c1535 micromark® ii tissue marker is indicated for use to attach to soft breast tissue at the surgical site during an open surgical breast biopsy or a percutaneous breast biopsy to radiographically mark the location of the biopsy procedure. The micromark ii tissue marker is a sterile, single patient use device comprised of a small stainless steel marker and a disposable introducer and applier. The introducer consists of a flexible tube, a distal ramp, and a lateral port. The applier consists of a flexible shaft, a deployment mechanism, and a handle. The marker is located at the distal end of the applier. The device is unable to be returned to the manufacturer for evaluation which prevents a full investigation and analysis of the root cause at this time. However, based on the instructions for use, the following could cause or contribute to reported event. Significant force to the applier handle when inserting device into probe for deployment. Removing the device independently from the probe when significant resistance is encountered. Twisting or kinking of the applier shaft. Based on the fact that there was an unintended piece of the markers' introducer left in the patient breast and pursuant to 21 cfr 803, we are submitting this medwatch report.

Event description:
It was reported by the (B)(6) affiliate after the procedure clip of micromark was placed in the patient and tissue samples acquired at (B)(6) 2017. The tissue samples were diagnosed as malignant lesions. Surgery carried out and the doctor found the foreign material like piece of the flexible introducer in the patient and removed it at (B)(6) 2018. We did not hear that introducer was broken. We think the doctor do not recognize trouble or the like is not aware. The foreign material was discarded by the customer.